Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or the liberty cycler set. Additionally, there is no allegation of any malfunction with any fresenius product. However, it is probable that the causal event of the peritonitis was a breach in aseptic technique documented by the identification of the gram negative bacilli.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was hospitalized for peritonitis on (B)(6) 2017. The patient¿s peritoneal effluent culture results were positive for gram negative bacilli. The patient was treated with antibiotics and was using gentamicin cream at the pd catheter site. The patient¿s pd nurse stated that the source of infection was from breach in aseptic technique. The patient will be transitioning to hemodialysis (hd) and the pd nurse believed that the patient¿s catheter has already been removed. The patient was reportedly still hospitalized as of (B)(6) 2017. No further information has been made available at this time.